Event description:
It was reported that during an unknown procedure, during the assembly of the harmonic handpiece-clamp system, difficulties were encountered by the block team (screwing in a vacuum), which led to the change of a handpiece. Subsequently, failure of the system and therefore attempt to retighten and reset but in vain.

Manufacturer narrative:
(B)(4) date sent: 7/21/2025 b3: event year only reported: 2025 d4 batch #: x95w21. Additional information was requested and the following was obtained: did the patient experience any adverse consequences due to this issue? There were no consequences for the patient, except a delay in management in the block and stress generated at the level of the operating team. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the nose cone cracked and the mount was noted to be loose. The cable nor insulation was damaged as reported. No functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components. The moisture indicator was positive. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Due to the cracked nose cone, moisture entered the hand piece mid housing. It is possible that the ingress of moisture affected handpiece functionality. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. Although the analysis was unable to determine the exact root cause that lead to crack in the hand piece nose cone. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.